Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: the pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and reddish, a test display screen was mounted during the investigation and it was fully illuminated and colored. The keypad rubber is undamaged, all buttons respond properly to presses. The keypad was removed from the base, contamination was found to all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.